Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance vision washer. After speaking with user facility personnel, the technician was informed that a rack had become jammed between the washer and the washer's door. As the washer door was closing, the employee subject of the event went to clear the jam when the employee's hand became pinched between the door of the washer and washer's threshold causing the reported event. The reliance vision washer operator manual states (pg. 1-1): "warning - personal injury hazard: risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." While onsite, the technician counseled the user facility personnel on proper use and function of the washer specifically, keeping their hands and fingers away from the door while in motion. No additional issues have been reported.

Event description:
The user facility reported an employee obtained an injury on their hand while operating their reliance vision washer. The facility would not disclose whether medical treatment was administered.